Event description:
It was reported that during a laparoscopic hysterectomy procedure; the coating came off the tip of the device. Nothing fell into the patient. There was a slight delay in the procedure while the product was being replaced. The procedure was completed using another like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # l9353y. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please, explain the meaning of ¿the coating came off of the tip of the device¿. Did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Is the detached tissue pad being returned with the device? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?